Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported experiencing a bladder infection but was better at the time of the report. Additionally, stimulation was too high and it caused the patient pain. It was reportedly lowered and was comfortable for the patient. No further information was provided.